Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and planned treatment got delayed. Then the procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and identified that the 3rd party protective lead curtain which was installed as a support for dsa in the operating room fell off. The issue was with 3rd party product, and it was handled by the 3rd party engineer. No service has been performed by philips engineer. There was no malfunction with philips system and the device was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The issue was with the 3rd party lead curtain which was fell off and handled by 3rd party engineer. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the protective lead curtain of the 3rd party suspended in the operating room fell off into the area of the patient. The device was in clinical use. No patient harm was reported. Philips has started an investigation of the complaint.